Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00189 on september 11, 2023. An outside united states (ous) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica im 1600 analyzer. The repeat result was lower than the erroneous result. The sample was repeated again on both atellica im analyzers, and the results were lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s) september 18, 2023 additional information: siemens has completed the log file review for the atellica im analyzer s/n (B)(6). There is no evidence of a hardware issue that impacted the delivery of tnih reagents. The aspiration of the discordant sample sid# (B)(6) used more pressure than other 100ul samples tested on september 2, 2023, potentially the sample was more viscus. Siemens has made recommendations to the customer and is continuing to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00189 on september 11, 2023. Siemens filed the MDR 1219913-2023-00189 supplemental report 1 on october 11, 2023. An outside united states (ous) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica im 1600 analyzer. The repeat result was lower than the erroneous result. The sample was repeated again on both atellica im analyzers, and the results were lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s) october 13, 2023 additional information: siemens investigated. The cause of the initial elevated result cannot be determined. The aspiration of the discordant sample sid# (B)(6) used more pressure than other 100ul samples tested on (B)(6) 2023, potentially the sample was more viscous which may be a preanalytical issue with the serum sample. The atellica im analyzer was replaced and no further investigation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica im 1600 analyzer. The repeat result was lower than the erroneous result. The sample was repeated again on both atellica im analyzers, and the results were lower than the erroneous result. The repeat result was reported as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica im 1600 analyzer. The repeat result was lower than the erroneous result. The sample was repeated again on both atellica im analyzers, and the results were lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). The atellica im analyzers are located in the same room, same water and environmental conditions. The sample type is serum and centrifugation takes place on the aptio automation system for 10 minutes at 3600 rpm. All samples use the same centrifuge and the atellicas im analyzers are connected on a track system. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.